Event description:
Consumer called to report very different readings when comparing her meter to a lab result. Analysis run on consensus error grid using lab reading (196) as ref. Point vs. Be readings (84) yeilded data points in the c zone of the grid, outside of acceptable limits.